Event description:
Per the clinic, the patient experienced issues maintaining connection with the processor coil. During a revision surgery to reposition the coil on (B)(6) 2021, the electrode array extruded and could not be reinserted, resulting in the decision to explant the device. Reimplantation is planned but has not yet taken place at the time of this report.